Event description:
While using the sample handler the barcode reader misread a sample barcode label and did not generate an error message. The barcode label was read as "041lj30945" instead of "041lh30916". The assay being run at the time was a hepatitis core assay a co field engineer was dispatched to the account to verify instrument performance. No dieath or serious injury was associated with this event.